Event description:
High impedance was observed on a patient's device. Diagnostic test results indicated that the programmed output current was not being delivered, and only 0.50ma was being provided to the patient. The patient was referred for surgery. Based on the length of implant for the lead and generator it appeared likely that the cause of the high impedance was related to a lead fracture. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Event description:
The patient underwent lead and generator replacement surgery. The explanted products have not been received by the manufacturer to date. No additional relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: follow-up report #01 inadvertently indicated the incorrect device disposition. Device available for evaluation? Corrected data: follow-up report #01 inadvertently indicated the incorrect device disposition. Device evaluated by MFR?, corrected data: follow-up report #01 inadvertently indicated the incorrect device disposition.

Event description:
The explanted generator was received by the manufacturer for analysis, and analysis was approved for the device. When received, the final data was downloaded from the generator and reviewed. The data identified that high impedance was present prior to and after the most recent significant change in impedance. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. No additional relevant information has been received to date.